Event description:
It was reported that a patient underwent a laparoscopic supracervical hysterectomy procedure on (B)(6) 2012. During the procedure, the motor drive unit did not sufficiently drive multiple handpieces. The surgeon sent the motor drive unit to the hospital biomed department for evaluation and it worked fine for the biomed department.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria. This is one of four medwatches being submitted as four devices were involved in this event. See also medwatch 2210968-2012-03821, 2210968-2012-03827 and 2210968-2012-03828. The same patient is represented in each medwatch.